Manufacturer narrative:
Batch review performed on 16 march 2022: lot 2005240: 25 items manufactured and released on 07-sept-2020. Expiration date: 2025-08-25. No anomalies found related to the problem. To date, 12 items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery 7 months after primary due to instability. The liner has been revised and a thicker one implanted successfully.